Manufacturer narrative:
The customer requests event log review. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The information received suggests that when the second fentanyl syringe was being placed into the pca device, they noted that the programme had been incorrectly set up. The customer has requested a log review to check if an underinfusion occurred. No additional information available.

Manufacturer narrative:
The pcu event log only contained entries starting from (B)(4) 2017 12:15:42 and the pca event log only contained entries between (B)(4) 2017 and (B)(4) 2017, therefore it is not possible to identify or confirm the drug name or drug concentration selected by the user prior to this time. The pcu event log also identified that on (B)(6) 2017 at 12:21:15 the recorded volume infused was 46.0ml and the remaining syringe volume was 46.0449ml indicating this is not the initial syringe loaded at the start of this pca infusion. Log review only.

Event description:
The information received suggests that when the second fentanyl syringe was being placed into the pca device, they noted that the programme had been incorrectly set up. The customer has requested a log review to check if an underinfusion occurred. No additional information available.

Event description:
It was reported that when the second fentanyl syringe was being placed into the pca device, tit was noticed that the program had been incorrectly set up, and the pca bolus was 20mcg/ml; twice the intended amount. The intended fentanyl dosing and programming was as follows: fentanyl 500mcg in 50 ml normal saline, with a pca concentration of 10mcg/ml, and a bolus of 15mcg. As a result, the patient experienced nausea, and a decrease in oxygen saturation, blood pressure, and respiratory rate. The patient was nauseated, with clammy skin and pinpoint pupils. The infusion was stopped, an anti-emetic was given, with continuous monitoring of oximetry and vital signs. The customer has requested a log review to determine the programming, and if an over-infusion occurred.